Manufacturer narrative:
No report of injury, procedure delay or cancellation. A steris technician was dispatched to the user facility to inspect the reliance synergy washer. The technician found that no repairs were necessary however, the technician performed preventive maintenance activities and returned the unit to service. No additional issues were reported. The debris present on the instruments was due to improper pre-wash cleaning practices. User facility personnel were unaware that pre-wash cleaning of instruments needed to occur prior to placement in the washer. The reliance synergy operator manual section 4:8, "good hospital practice dictates all instruments be inspected for visible debris after processing in the reliance synergy washer/disinfector. Any instrument with visible debris must be rewashed until clean and free of visible debris prior to terminal processing. Failure to reprocess until all visible debris have been removed may impede the terminal processing". The user facility stated they were not aware that they needed to pre-wash the instruments prior to washing in the reliance synergy washer. On 10/24/2017, a steris account manager provided in-service training on the proper pre-wash cleaning practices for instruments prior to use in the reliance synergy washer. The unit is serviced and maintained by the user facility.

Event description:
The user facility reported via medwatch # (B)(4) that debris was present on instruments following completed cycles in their reliance synergy washer.